Event description:
It was reported the patient presented to the clinic after hearing his device alarm. Interrogation of the device revealed high impedance and oversensing of noise on the rv lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.